Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected; vitros amon quality control results were obtained on a vitros 5600 integrated system. The customer was using new cleaning wipes containing ammonia. The vitros 5600 integrated system reference guide states "never use ammonia cleaners on or near the system. Do not use solvents, alcohol, ammonia, glass cleaners, or cleaning agents containing abrasives to clean the incubator evaporation caps. These items will damage the caps and affect system performance." An ocd field engineer cleaned the microslide incubator and replaced the incubator evaporation caps to return the system to expected performance. The root cause of the event is user error. There was no evidence that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained multiple, non-reproducible, higher than expected, vitros amon quality control results (qc fluid biorad 2 = 97.85, 98.89 vs. Expected result= 72.8 mol/l) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).